Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization procedure, upon connecting to the power box, the "green light" indicator would not confirm connection while the micrusphere xl 18 system platinum microcoil 18mm x 40cm (ssr18184020/(B)(4)) was in the aneurysm. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were indicated on the detachment control box at any time, and pre-deployment test was performed. After the event, the same cable and dcb were not used with the next device, but the procedure was completed with new coil. After the event, the device was not damaged (delivery system/coil/introducer (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The devices (coil sent w ssr) are available for analysis. The proximal end of the coil was returned stretched. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the enpower's green system go light not illuminating was due to electrical wiring damage. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The unraveled coil could not be confirmed, since it was indicated that after the event, the device was not damaged (delivery system/coil/introducer (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the enpower's green system go light not illuminating was due to electrical wiring damage. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No definitive conclusion can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The proximal end of the coil was returned stretched. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the enpower's green system go light not illuminating was due to electrical wiring damage. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No further information will be forthcoming.

Manufacturer narrative:
The proximal end of the coil was returned stretched. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the enpower's green system go light not illuminating was due to electrical wiring damage. In this case, the location of this damage could not be isolated. The circumstances of how and where this damage occurred cannot be determined. It was stated that the dpu functionality testing was verified inside the aneurysm, it did not state that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization procedure, upon connecting to the power box, the "green light" indicator would not confirm connection while the micrusphere xl 18 system platinum microcoil 18mm x 40cm (ssr18184020/g14885) was in the aneurysm. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were indicated on the detachment control box at any time. After the event, the same cable and dcb were not used with the next device, but the procedure was completed with new coil. After the event, the device was not damaged (delivery system/coil/introducer (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The devices (coil sent w ssr) are available for analysis.